Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(6).

Event description:
The customer reports that the image orientation is not displaying as expected. There was no reported pt injury associated with this event.